Event description:
It was reported that an "invalid data" message was received and recorded data from the pace/sense lead was absent. No patient complications were reported due to this event. The system remains in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.